Event description:
It was reported that at follow-up, low sensing and low impedance were noted. Follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that at follow up, xray was performed and externalized conductors were observed.

Event description:
New information received notes that the lead was capped and replaced.